Event description:
It was reported: "when the charged battery was connected to the controller it immediately switched to the other battery attached." There was no reported consequence or impact to the patient from this event. The battery was replaced. There was no additional information provided.

Manufacturer narrative:
Based on the results of the previous manufacturer's internal investigation, field actions and changes to the battery internal cell supplier, no additional investigation of this event is required at this time. The most likely cause of the reported event can be attributed to faulty internal cells within the battery pack.

Manufacturer narrative:
The site has indicated that the pump remains implanted, therefore it will not be returned. The battery has been received and is awaiting further analysis. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use include information on battery behavior and recommended practices for effective power management. (B)(4). This complaint is related to (B)(4). The battery serial number is not involved in the recall - fsca apr2014.1 device remains implanted.